Event description:
It was reported that during a renal artery stenting procedure, a partial stent dislodgement occurred. The 80% stenosed and calcified eccentric and progressive ostial lesion was located in the non-tortuous right renal artery. Access was obtained via the femoral artery, however, which femoral artery is unknown. Following pre-dilatation of the lesion with an unspecified balloon catheter, the express vascular sd 7.0mm x 19mm x 150cm stent delivery system (sds) was advanced to the lesion. Upon attempting to cross the lesion, resistance was encountered and the stent partially dislodged but remained on the sds. The physician attempted to withdraw the stent into an unspecified guide catheter but was unsuccessful. The physician deployed the stent at its current location, however, this resulted in the stent being implanted with approx half of stent residing in the renal artery and approx 7mm residing in the abdominal aorta. No other attempts were made to complete the procedure. The pt's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.